Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to mechanical dysfunction. It was noted that there was too low of pressure of the device. The device is suspected to have been incorrectly inactivated prior to a cystoscopy. The aus were explanted and replaced. There were no patient complications reported.